Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: 6 days after surgery, it was noted that the staple line did not hold. When re-operation was done, 4 incomplete staple lines were noted. Pt is under observation.